Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had a motor position encoder error alarm. Customer was not able to rewind. Drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and it passed. Unable to confirm the motion sensor test failure alarm due to the motor error alarm. Unable to confirm the motor position encoder error alarm due to an overwritten history file.